Event description:
Reporter indicated that there was a problem with the software due to an sql error appearing wile trying to upload the info from the flashcard. Product analysis was performed and an sql error was found indicating that the database was corrupt. No further anomalies were noted.